Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind. The customer indicated that their blood glucose was normal at the time of incident. Troubleshooting found that there were some alarms in the pump history. No further details given.

Manufacturer narrative:
The pump alarmed motor error during the rewind due to an out of phase motor encoder signal. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart or the operating currents tests due to the constant motor error alarms. The pump was received with a cracked reservoir tube lip.